Event description:
Customer reported the right monitor went out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the right monitor. System operates as intended. This MDR is related to ge healthcare complaint number